Manufacturer narrative:
The reported event of ¿the third electrode was flared out slightly¿ was confirmed. The results of the investigation are inconclusive since the device was not returned for analysis; however, one image was submitted for evaluation. The image appeared to show that electrode 3 was flared. Visual inspection was based solely upon a review of the photograph received. Review of the device history record was not possible as the lot number is unknown. The cause of the electrode damage remains unknown.

Event description:
Upon removal of the catheter following an ablation procedure, the third electrode was flared out slightly. The procedure was completed with the reported catheter with no adverse consequences to the patient.